Event description:
It was reported that the pump experienced an air-in-line error. The event occurred during testing.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device air detector sensor, which was determined to be faulty. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. The air detector sensor was replaced and the device passed all testing.